Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the customer reports that the anvil got stuck in the colon. The surgeon managed to remove the instrument and the anvil. He used a second stapler to do the anastomosis, but when he removed the instrument, after stapling, he noticed that the stapling was incomplete. The surgeon used a stapler from another supplier to end the procedure.